Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis confirmed the reported battery depletion. High current drain levels were observed. However, further analysis could not verify a high current drain condition. Several attempts to observe or induce a high current drain in the device were attempted without success. Therefore, a root cause for the early battery depletion could not be determined.